Manufacturer narrative:
Product ID: 3889-28, lot# va201ac, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional) via the rep: the device remains in the patient. The patient went to emergency after the rep had initially spoken with patient. The examination from the physician revealed that the burning/tingling sensations all over her body were due to the steroid shot patient received after her EKG and x-rays, and the patient is no longer experiencing any of the burning/tingling. No further patient complications are anticipated or expected as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va201ac, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an EKG, x-ray and 20 minutes later, a nurse had come into their patient room to administer a steroid shot. That is when the patient started to experience a burning sensation that started in her head then proceeded to go all the way down her body to her toes. She said she had a shocking/needle poking sensation in her head and vagina specifically. She had not turned her implant off before the procedure. When she returned home, she turned the implant off. Today, she is still experiencing soreness in her vagina and bottom area. She feels like she has a gravity pulling sensation in her face and her whole body. The manufacturer representative (rep) made sure the device was in fact turned off. No further patient complications are anticipated or expected as a result of this event.